Event description:
The pt was sitting in the recliner and attempted to stand by pushing himself up on the arms of the recliner. The side arm unexpectedly swung open and he fell, fracturing his hip. He required transfer to a tertiary care facility and hip surgery. The side arm had not been opened or used at all during this pt's stay by staff or the pt.